Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with a low glucose value of 50 mg/dl followed by a fingerstick confirmation of 63 mg/dl after initial treatment with oral carbohydrate. Symptoms included acute low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without emergency care, hospitalization, or medical intervention beyond coaching. Investigation included a review of the event details and user counseling on appropriate treatment and monitoring. Investigation of this case revealed no device malfunction and that the user received education on treating low glucose with fast-acting carbohydrates and rechecking by fingerstick. It was concluded that the event was consistent with hypoglycemia of unclear cause, with troubleshooting and education completed and no further action indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.